Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular outflow tract premature ventricular contraction ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The physician gained femoral access and inserted the diagnostic catheters. The physician then placed the mapping catheter into the right ventricular outflow tract for high density activation mapping. After concluding mapping, the mapping catheter was exchanged for the ablation catheter. Before ablating, additional activation points were added onto the map. During this time and while deciding where to begin ablating, the ablation catheter continuously slipped into a pocket of some sort with a significantly higher impedance (baseline was around 110 and in the area of high impedance the impedance was around 160-200). Rf energy was attempted to be delivered at a power of approximately 20 watts, but would continuously come off due to slipping into the high impedance area. A drop in the patient's blood pressure was noted and the physician decided to check for an effusion. A small pericardial effusion was diagnosed using ice, tte, and ultrasound. The perforation was located at the right ventricular outflow tract freewall. The procedure was stopped and a pericardiocentesis was performed to stabilize the patient. There are no reported performance issues with any abbott devices.